Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The device was undamaged. Rechargeable battery was working without issues. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions taken.

Manufacturer narrative:
Product UDI and 510k is unavailable at this time.

Event description:
Information was received regarding a cadd accessory. It was reported that during a chemotherapy treatment, the a pump alarmed, "discharged battery" at 3 am even thought they were new. Eight hours after installation, the pump stopped working. It was charged up and displayed that it was recharging, but went off after five minutes. There was a seven hour interruption of treatment after the incident, but no clinical consequences were observed.